Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient¿s device went to end of service (eos) late in (B)(6) 2019. A few weeks later the patient developed erythema and cellulitis at the implantable neurostimulator (ins) site. At the time the swab of his skin grew staph aureus which required intravenous antibiotics. The nurse reported that his wound swab had now reported as staph lugdunensis a type of staph aureus. The device was explanted (B)(6) 2019.

Manufacturer narrative:
Analysis found no significant anomaly. The implantable neurostimulator (ins) battery was at normal end of life. There was no telemetry or output. If information is provided in the future, a supplemental report will be issued.